Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent general anaesthetic for mobilisation due to stiffness. No additional details were provided. The implanted knee prosthesis remained implanted.